Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary experienced a pocket failure and when closing the drawer, it sounded like something was loose. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) as performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all pockets in auxiliary drawer 5 had failed. A field service engineer (fse) found that multiple pockets in the auxiliary legacy full-height drawer 5 had failed to release, and the auxiliary legacy half-height drawer 1.2 had a damaged retractor band. To resolve the problems, a new flat flex cable was installed for drawer 5, and a new retractor band was replaced in drawer 1.2. The customer tested both drawers and confirmed there were no issues. The fse performed proactive inspection process. The system functioned as intended after the field service engineer repaired the device.